Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 164 mg/dl and the sensor glucose was 240 mg/dl at the time of the incident. Troubleshoot was performed. Insulin delivery was suspended due to sensor glucose values. Threshold low suspend limit in sensor settings is 60. The customer was advised issue is most likely due to sensor not situated properly. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Sensor was returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.